Manufacturer narrative:
Further info is being confirmed and if any new and/or signification info is provided, info will be provided in a supplemental report. The sample and lot# associated to this report is not available for investigation.

Event description:
The company received a report where it was claimed that the cuff developed a leak. The caller reported that he thinks replacement of the tube was required.